Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that during a data review of this cardiac resynchronization therapy defibrillator (crt-d), the technician observed frequent inappropriate atrial tachycardia response (atr) episodes due to right atrial (ra) myopotential over-sensing. Boston scientific technical services (ts) was contacted, and it was discussed that the artifacts pointed towards potential ra insulation damage, which will likely worsen over time. Additionally, the patient's low p-wave amplitude measurements make temporary reprogramming options difficult, as reducing the sensitivity further would increase the risk for under-sensing. Ts recommended close remote monitoring prior to a ra lead revision procedure to ensure adequate pacing delivery. At this time, the crt-d and ra lead remain implanted and in-service. No adverse patient effects were reported. The ra lead is not a boston scientific product.